Event description:
An optometrist reported that a patient who had undergone lasik was noted to have trace striae in the left eye at (B)(6) months post-op. The striae is not visually significant.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site visits showed no abnormalities that could have contributed to this event: prior to the date of the event the gas bottle and filters were replaced. The focus lens, main lens, and main deflector were replaced, and the system was verified to be within specifications per standard test procedure (stp). After the date of the event, preventative maintenance was completed and the system was determined to be within specifications per stp. A root cause has not been identified. (B)(4).